Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the pump and the transmitter. No harm requiring medical intervention was reported. Troubleshooting was performed. The product will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = missing case type = ngp customer returned pump for alleged no com pump to xmtr-unresolved observed on (B)(6) 2022. Pump received with unresponsive keypad. Pump received with detached retainer ring. Unable to perform the displacement test and self test due to unresponsive keypad. Unable to download due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture on the pcba 1. Pump failed keypad voltage test at the back button, up, down, and left buttons due to short circuit. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked reservoir tube lip, cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, pillowing keypad overlay, label damage. Unresponsive keypad was observed during analysis and confirmed due to short circuit. Unable to download confirmed due to unresponsive keypad. Unable to confirm no com pump to xmtr-unresolved due to unresponsive keypad. Retainer ring damage confirmed due to missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.